Event description:
The patient reported that they have full access to all of their programs, and each of their 4 programs have different rates. The patient stated that they tried changing the rate on one of their programs, and it changed all 4 programs. They noted that they are meeting with a manufacturing representative on the day after the report to address the issue. No further complications were reported or anticipated. Additional information was received from the rep. It was reported that patient indicated that he was able to use the patient programmer to make independent adjustments to the rates of two programs within a group. The patient claimed that he was able to make those independent adjustments beginning on (B)(6) 2020 and the device reverted and was unable to make independent adjustments in starting in late (B)(6) or early on (B)(6) 2020. Additionally, rep reported that the cause of the issue was determined to be that patient had patient access and the rate was changed by the patient. However, with intellis if one programs rate is changed within a group, all the program rates change and on the old the device that was not the case. Patient could change all programs within a group to be a different rate, unfortunately it was not possible do that with intellis.  Rep re-educated the patient on the rates within intellis. Patient stated understanding. However patient would like manufacturer to know that this requires him to take more pain medication because he needs all his programs at different rates as his pain is very specific being a crps patient specifically to the legs and feet. Without being able to adjust rates on each program within a group independently the patient has not had as effective pain relief and he has had to increase his pain medication usage and that cause him to feel "loopy." The issue was resolved by re-educating patient when he makes changes to one program on a group that all program rates will change to that rate. No further complications were reported. Caller reports patient continues to see settings not available. Cannot provide your desired intensity settings. Caller reports patient likes to be able to adjust his pw and rate based on his pain intensity for the day. Caller reports when he makes that adjustment, his controller display the error message: settings not available. Cannot provide your desired intensity settings. Caller reports patient had ins replaced in 2020 due to normal battery depletion. Caller reports when she do reprogrammed, at 9.8ma, she is seeing the error message banner alert. Caller reports on the paddle lead: right side of the paddle lead patient feels stimulation bilateral left side of the paddle only feels stimulation on the left side center of the lead, no pain coverage where patient needs it, only feels stimulation on his hip and thigh caller reports patient feels the best coverage using 15+ 14- 13-, but with any adjustment to his therapy, patient sees settings not available. Cannot provide your desired intensity settings. Electrode impedance reference 13 14: 890 ohms 15: 890 ohms 12: 890 ohms 11: 900 ohms reference 14: 13: 890 ohms 15: 850 ohms 12: 970 ohms 11: 940 ohms reference 15 14: 850 ohms 13: 850 ohms 12: 950 ohms 11: 920 ohms reprogramming using electrode: 12+ 13+ 14- patient do not get all the pain coverage he needs. Suggest x-ray patient indicated at the time, the paddle lead intermittently working, was told tissue had grown over the electrodes, patient do not know when that had started, but was early on in the implant. Patient had indicated was told the electrode stopped working was probably due to scar tissue growing over the electrodes. Patient also mention, another rep had tried reprogramming using different configuration, but did not cover all the pain patient needed. Patient indicated this probably started with the ins battery change out. Patient do not remember the rep's name, but was a female. Patient also indicates when his pain gets really bad, he use his pain pill to cover the pain. Caller reports another mdt rep had done reprogramming while she was on maternity leave, (B)(6), caller do not know when the reprogramming was done.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 22-jul-2014, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep on (B)(6)2022 . There was an impedance that was repeating itself causing the issue with programming. They worked around the impedance that was repeated and was the only way around it. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 39565-65 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.